Manufacturer narrative:
The customer was contacted for return of the suspect electrodes. To date, the electrodes have not returned to zoll for evaluation. Despite our attempts to obtain information regarding the lot number of the electrodes used, the customer has not been able to provide this information. Based on the information we have, no trend has been identified.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, a wire had become dislodged from the electrode pad. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.